Manufacturer narrative:
Initial and final MDR (B)(4) device 6 of 8.

Event description:
Reference number (B) (4). Event occurred in the germany. It was reported by the patient's catheters came loose. No further information available.